Event description:
During follow-up, the programmer overestimated the longevity of the device. The device was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
No investigative analysis could be performed as the programmer was not returned for investigation of this event. Based on the information received, the cause of the reported incident could not be conclusively determined.